Manufacturer narrative:
(B)(4). Any additional information provided by the customer will be included in a follow up report. Results of investigation: a vyaire field service representative was able to verify the customer's reported issue. Bench testing revealed burst tubing causing the device to alarm transducer faults. The service technician replaced the tubing segment and the reported issue was resolved. The device passed all testing and met all vyaire manufacturer specifications.

Event description:
It was reported to vyaire that the vela ventilator was suspected of an internal leak while connected to the patient. The tidal volumes returned were less than 150 cc and a burst tubing was found going to the exhalation pressure transducers. The patient was removed from the device and placed on another ventilator. The customer confirmed that there was no patient harm associated with the reported event.